Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaks between adapter and cartridge and sometimes between adapter and tubing. This happened during basal and bolus delivery.